Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12976, 2017865-2020-12977. It was reported that the patient experienced a pocket infection on (B)(6) 2020. The cardiac resynchronization therapy defibrillator system was explanted on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Infection related to the implant site or the implanted device, and the device or procedure is likely to have caused or contributed to the infection, is an MDR reportable complaint.